Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as hives from medication. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised removing the device and changed their prescriptions for the hives. Follow up indicated that the rash improved.